Manufacturer narrative:
(Removed the following statement: anticipated but not begun), (removed the following statement: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Add the following statement: the failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unreadable touchscreen issue could not be verified.)

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the bolus and options button were no longer visible and there was a white block on the display screen. Customer's blood glucose level was 155 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.